Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the control panel of the sorin centrifugal pump system with tubing clamp displayed a error code during training. There was no patient involvement. The complained device has been requested for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the control panel of the sorin centrifugal pump system with tubing clamp displayed a error code during training. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for investigation. During functional testing, the issue was reproduced intermittently. The zkr board was replaced to resolve the issue and subsequent functional testing did not identify further issues. The device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.